Event description:
Medtronic (covidien) received information regarding an incident with a manufactured device. The treatment of acomm (anterior communicating artery) aneurysm (5.6mm/3.7mm) via r femoral artery. The reported axium coil used as first in the procedure. After second time repositioning into the aneurysm, the coil was protruding into the parent vessel. The physician decided to pull back but implant coil detached into the aneurysm. The coil never moved. Three more coils were implanted successfully and finished the procedure. Patient is doing well. No patient injury reported as a result of the procedure.

Manufacturer narrative:
The axium coil was returned for evaluation without the implant coil as it was implanted in the patient. The pushwire was returned with the implant coil already detached. The re-positioning of the implant coil may have contributed to the detachment. The pushwire was found to be bent. All of the parts of the pusher that could affect the detachment were found to be within specifications. The lot history record review of the reported lot number showed no discrepancies that may have contributed to the reported experience. Note: per the axium coil instructions for use (IFU): warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." (B)(4).